Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by a non-medical professional that the patient was diagnosed with a degenerative arthritis condition at c4-c7. The patient underwent a fusion procedure at c6-c7 in 2006 using titanium screws. Immediately following the procedure, the patient was reportedly experiencing pain. The pain persisted for more than a year. A CT myleogram taken more than a year after the surgery, showed that the titanium screws had come loose and the fusion had failed. In 2007, the patient underwent a second surgical fusion at c6-c7. At that time, it was reportedly noted that at least two of the screws had broken, come loose, or rusted.